Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received 18sep2019. The event date was provided as (B)(6) 2018. The event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with their third episode of gastrointestinal bleeding. The patient has a known presence of arteriovenous malformations. Their internal normalized ratio was 3.3 and was given 81 mg of asipirin. The patient's hemoglobin dropped from 12.4 g/dl to 8.5 g/dl over the course of four days. The patient required five units of transfused blood over course of hospitalization. The first test on (B)(6) 2018 revealed a few non-bleeding angioectasias in the stomach that was treated with argon plasma coagulation. The second test, a capsule test, on (B)(6) 2018 showed a small non-bleeding ulcer in the gastric antrum. No additional information was reported.